Event description:
It was reported that the health care provider (hcp) wanted the patient to turn off their implantable neurostimulator (ins) for 2 weeks because, they would be moving the ins to the other side. The patient couldn¿t find their controller. The patient had hip pain and was now limping and didn¿t know when it started. The component involved in the event was the battery as the patient complained of pain at the battery site. The troubleshooting done to provide insight to the issue was that the programmer was turned off. The action taken to resolve the issue was that surgery was scheduled to switch the battery to the other side. The cause of the event was determined and it was device related. The surgery was still pending.

Manufacturer narrative:
Product ID 3889-28, lot# va04d8p, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).